Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, a stylet was introduced but could only be advanced a few centimeters within the leads lumen, consistent with the complaint description. Further investigation revealed the presence of dried blood residuals within the lead's lumen which can be considered the root cause of the issue. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was explanted due to dislodgement. During revision, physician was unable to put a wire more than halfway down the lead. Physician was concerned the lead was damaged in some way. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.